Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 38 was annunciated. Engineering logs confirmed alert 35 and 38. The device was opened to inspect interior components; however, no abnormalities were observed. The cause for the alerts could not be determined.

Event description:
It was reported that the user experienced repeated occlusion alerts during and after a supply change, observed no drops during a press-and-hold priming attempt until approximately 10 units when insulin expelled as a squirt, and subsequently received a motor stall alert 38 on restart even without supplies installed, after which the user transitioned to subcutaneous insulin by injection. Symptoms included hyperglycemia with a reported blood glucose of 212 mg/dl without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including guided troubleshooting and a dry-run restart. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.